Event description:
Boston scientific received information that this patient was admitted to the hospital due to right ventricular (rv) lead perforation. An emergency operation was performed to drain the fluid that had been building up in the pericardium and to establish a drainage. This rv lead was then explanted. Defibrillation threshold (dft) test was successful, programming of the device and all measurement were all fine. Meanwhile the physician confirmed nothing was really wrong with the lead, thus it was planned to remove the drainage and to discharge patient on the later date. No additional adverse patient effects were reported. This rv lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.